Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary. Investigation flow: damage. Visual inspection: the mis cannulated x-tab 7x40mm ti (p/n: 186770040, lot number: tbdbe) was received at us cq. Visual inspection of the complaint device showed the shaft of the screw had broken off just below the ball head. No material deficiencies were observed. Device failure/defect identified? Yes. Dimensional inspection: a dimensional inspection was not performed due to post-manufacturing damage. Document/specification review: current and manufactured were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the screw shaft had broken off below the ball head. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot a review of the receiving inspection (ri) for mis cannulated x-tab 7x40mm ti was conducted identifying that lot number tbdbe was released in a single batch. - batch1: lot was released on nov 1, 2012 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent for an xlif (extreme lateral interbody fusion) at l4/5. When surgeon removing the screws at s., the screwhead came off. Surgeon left the shaft in the patient. All fragments were left in the patient. The surgery was completed with 30 minutes delay. The patient is not scheduled to undergo another procedure. The patient outcome was unknown. This report is for one (1) mis cannulated x-tab 7x40mm ti. This report is 2 of 2 for (B)(4).